Event description:
It was reported that the device reached eri (elective replacement indicator) in less than four years. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.